Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
The patient was revised due to metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Update: 06/01/2017, updated part/lot of liner from invoice.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges defective implant, pain and tenderness in hip and groin that never went away.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges hypertension and weakness in limbs. After review of medical records for MDR reportability, revision notes report that patient was revised due to failed metal on metal total hip. It was also stated that her right hip had markedly elevated cobalt and chromium levels, that metalosis was encountered with some necrotic tissue and that there was significant metalosis and necrotic tissue involving the gluteus maximus insertion. The same report indicated that there was a bald area in the midportion of the trochanter proximal to the vastus ridge and that the anterior wall of the acetabulum was involved with alpha lesion with notable tissue discolored by metalosis. Office notes indicate that patient likely had a failed metal on metal hip replacement and the audible sensation of crepitus present for over a decade is highly suggestive of metal debris and may indeed reflect significant trunnionosis. She also had notable fluid collection which is likely reactionary to the metalosis and is likely to be a pseudotumor with possible alval lesion. Xray results show vertically placed cup and confirms abnormally large complex fluid collection, consistent with metal on metal pseudotumor or complex cyst. Blood results report elevated levels of chromium and cobalt. MRI also indicated fluid collection that is extensile extending around the greater trochanter and is heterogenous.